Event description:
The patient claimed that his blood glucose has been low in the early evening for the past 2-3 weeks. Reportedly, when his blood glucose is low, he had symptom of sweat. On each occasion the patient was able to administer self treatment with milk and crackers. On the day of the call to animas, the patient allegedly was hospitalized for shortness of breath. The patient indicated the hospitalization was not related to diabetes. During troubleshooting, the animas representative assessed the patient's alleged low blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. However, the insulin on board reportedly "was off." The date and time were confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. There was no change in the patient's activity, health, diet or medication. There was no indication the patient took unintended or excess insulin. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and low blood glucose. The patient stated that he will low his basal segment from 1.825 u/hr to 1.5 u/hr. The animas representative advised the patient to check with his healthcare provider for further assistance. This complaint is being reported due to possible user error and because the patient had low blood glucose and symptoms suggestive of hypoglycemia while he managed his diabetes with the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.